Manufacturer narrative:
A review of lot# c104 was performed and there was no non-conformances associated with this lot. This lot met release requirements. At the time of this investigation, no trends were observed for this event type. There are currently two CAPA's opened - (B)(4) - to investigate centrifuge bowl leaks and drive tube leaks respectively. Complaints of this nature are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. The actual product was not returned. An investigation is currently being conducted on photographic images submitted by the customer. A supplemental report will be submitted when the investigation is complete. (B)(4).

Event description:
Customer called and report after starting treatment the customer noticed a bang in the centrifuge chamber and the centrifuge chamber was covered with blood. The customer aborted the treatment. Pt was in stable condition. Customer submitted photos for investigation.